Manufacturer narrative:
The exact age of the patient is unknown however, (B)(6) old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. No code available - unreprieved device component. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed both ports and the c-clamp were closed. The external bolster was located near the 4 centimeter mark and was without issue. The internal bolster was detached from the tubing and was not returned. A piece of the internal bolster remained attached to the tubing. Evidence was found of proper molding and attachment to tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during removal most likely occurs because excess force being applied to the device during removal, causing the bolster to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed, (exact date is unknown), approximately in (B)(6), 2010. According to the complainant, during the procedure on (B)(6), 2011 when removing the device to be replaced, the internal bumper detached and fell into the patient's stomach. The physician attempted to use grasping forceps to retrieve the device however he was not successful. The physician expects the bumper will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed, (exact date is unknown), approximately in (B)(6), 2010. According to the complainant, during the procedure on (B)(6), 2011 when removing the device to be replaced, the internal bumper detached and fell into the patient's stomach. The physician attempted to use grasping forceps to retrieve the device however he was not successful. The physician expects the bumper will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.